Manufacturer narrative:
The investigation is in progress. A sample is expected, but has not yet been received for evaluation. A root cause has not been identified. (B)(4).

Event description:
A nurse reported that when the surgeon attempted to manipulate the trocar plugs to insert them during a vitrectomy procedure, he was unsuccessful. The surgeon suspected that the pack contained 25 gauge trocar plugs instead of 23 gauge plugs. The surgeon had to use an alternate trocar insert to proceed with surgery. A possible retinal detachment is suspected, and the patient will be on observation for three months. The customer felt that the patient may have been injured due to the trauma of manipulating the oversize plug. Additional information has been requested.